Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure in a total hip replacement surgery, where the closure was followed by the use of the suture, which not only failed once but twice more (for a total of 3 sutures) same inconvenience with same batch); when the orthopedic doctor is making the last knots, they noticed that the patient's skin was opened and when checking the suture, it was broken. Another device was used to complete the case. There was no patient injury.